Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and found introducer needle bent inside cannula wings unable to confirm customer received infusion set damage due to customer returned/used. (B)(4).

Event description:
It was reported of a bent cannula from the infusion set. The customer's blood glucose reading was unknown. The customer will send infusion set back for analysis.